Event description:
It was reported that the connection between a homechoice (hc) cassette and the heater bag leaked solution. The home patient (hp) noticed solution on the floor the morning after therapy and discovered the leak. The hp indicated that the threads of the connection site were stripped from ¿over tightening.¿ a technical service representative (tsr) advised the hp to inform a nurse about the issue. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.